Event description:
The physician opened the psc026 and found that the proximal hub was pinched and broken in the hoop.

Manufacturer narrative:
Technical eval: at the hub-shaft interface there is a sharp bend in the strain relief, showing signs of multiple bends and metal fatigue. Conclusion: the incident is confirmed as reported. The hub-shaft junction must have been repeatedly bent prior to the package being opened. How this bending occurred has not been identified. The DHR of this mfg lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra 02/2010 update to the FDA warning letter dated 12/31/2009. A review of the device history record (DHR) was completed on part# 0587 (lot# l14436). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. (B)(4). The lot has passed all dimensional measurements per specification, in addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. This lot was associated with (B)(4) in order to institute higher sampling during a mfg and component change. The parts released in this lot met process requirement.